Manufacturer narrative:
Common name: btr tube, tracheal (w/wo connector). Product code: btr.

Event description:
Event description according to the customer comments: "pt was being intubated prior to egd procedure. Frova intubating introducer broke during removal from the pts airway leaving about 20 cm of the introducer in the pts lung. The et tube was successfully placed and the patients airway was maintained while attempts were made to remove the object from the pt. The object was successfully removed after several attempts".